Manufacturer narrative:
Patient height 175cm. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent. H3 other text : evaluation not requested by complainant.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had several low vacuum alarms. A maquet balloon was used, however, the size and type are unavailable. Nurse reported that the alarm has gone off between 6-10 times. She was suggested to go ahead and switch out the console and tag the affected one for biomed which she did successfully. There was no patient harm.